Event description:
The manufacturer was informed that a patient who had a mitroflow aortic pericardial valve lxa19 implanted on (B)(6) 2013, due to aortic root aneurysm with aortic regurgitation with connective tissue disorder, developed a progressive aortic stenosis and mitral regurgitation. On (B)(6) 2015, she underwent a re-do sternotomy to replace the mitroflow valve with a 19 mm magna ease. As reported, patient died on (B)(6) 2021 due to systolic heart failure due to diastolic heart failure due to valve (magna ease) dysfunction.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Unknown disposition.